Event description:
It was reported that dislodgement occurred. A 3.0x16 synergy stent was advanced to the lesion through a non bsc extension guide catheter, but was unable to cross the lesion. During removal, the stent dislodged from the delivery system. Additional information has been requested but is unavailable at this time.